Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that the problem with the implantable neurostimulator not working/charging hadn¿t been resolved. The patient spoke with ha manufacturer representative and followed the steps given, but was unable to get the implantable neurostimulator started. The health care provider told the patient that they would be setting up an appointment, but that hadn¿t yet happened at the time that the additional information was received.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65, serial # (B)(4), product type lead.

Event description:
It was reported that the patient could feel the wires poking his side now and his family member could see them. Additional information was received from the patient. It was reported that they started experiencing the poking wires about 2 months after they were in a car accident, which occurred on (B)(6) 2015. Nothing had been done to resolve the poking wires.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and multiple back operations. It was reported that the patient had a car accident on (B)(6) 2015 and since this occurred, he couldn¿t charge the stimulator and it wouldn¿t work after that. The patient wasn¿t sure if the leads got pulled or what happened. There was a problem with the patient¿s stimulation. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.